Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/25/2018, that on (B)(6) 2018, the g5 mobile application did not give a low alert. The patient stated his blood sugar was high and treated himself with insulin before going to sleep. He indicated that his niece and daughter who is a follower, received an alert on the follow application that he was low. They tried calling the patient and the patient would not respond to their calls, so they went to his house. When they arrived at his house around at noon, the patient woke up and was able to answer the door and indicated at that time his blood sugar was 38 mg/dl; however, he had not received an alert from his phone. The patient was given juice to drink and the paramedics were called. When the paramedics arrived, they did not have to provide further treatment as the patient was awake and alert. At the time of contact, the patient was doing fine. No additional patient or event information is available. Data was received for evaluation and confirmation of the allegation could not be confirmed via data. The patient did not pass the low alert threshold on the date of issue.